Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was using the clinical diabetes specialists' (cds) pump for a trial run, and received a minimum fill message. Reportedly, the cartridge was filled with 150 units of insulin. The customer's blood glucose level was 115 mg/dl. The customer reported that a new cartridge would be obtained, and the customer would call back if further assistance is needed. Although requested, no further information was provided regarding the reported event.